Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the 4 most distal stent strut rows with struts lifted and misaligned. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 14mm distal from the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 12mmx2.75mm target lesion was located in the severely tortuous and calcified distal left anterior descending artery. A 2.75 x 12 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal end of the stent was scraped against the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 12mm x 2.75mm target lesion was located in the severely tortuous and calcified distal left anterior descending artery. A 2.75 x 12 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal end of the stent was scraped against the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.